Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 536mg/dl at the time of the incident. The customer reported that the blood glucose levels went wild for 3 days. Even today it went up and 1 hour ago the customer checked sugars and blood glucose was 536mg/dl. The customer changed the set this morning and still it¿s going up. The patient's current blood glucose was 499 mg/dl. The customer gave correction with 3.1u and checked blood glucose again, and it was 466mg/dl. Again, they gave correction and checked blood glucose and this time it was 361mg/dl. The customer reported being cold hour ago, and he was freezing. The customer treated high blood glucose with an injection. The customer reported that the drive support cap appeared normal (slightly indented). The customer reported that they had made recent changes to the pump programming prior to the high blood glucose about 3 weeks ago as per healthcare professional¿s recommendation. The customer was advised to the blood glucose. The insulin pump will not be returned for analysis.